Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy that resulted in a miscarriage"), abortion of ectopic pregnancy ("ectopic pregnancy that resulted in a miscarriage") and pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy and pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain") and infection ("several infection"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (undergo surgery in an attempt to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, dysmenorrhoea, abdominal pain lower and infection outcome was unknown. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, dysmenorrhoea, ectopic pregnancy with contraceptive device, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.